Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, patient visual outcome was not good. The lens was explanted 20 days following the initial procedure. The lens was exchanged with monofocal lens. Additional information has been received that patient also experienced blurred near and far vision. Patient issues were resolved. The patient exchanged with non-company lens model.

Manufacturer narrative:
The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Iol was received cut in a half adhered to a piece of foam. Solution is dried on the iol. The reporter stated that the company iol was replaced with a monofocal iol. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).